Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Investigation was unable to determine which of the leads attributed to the reported issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial:n/a, batch:3769778.

Event description:
Related manufacturer reference number: 1627487-2023-03111. It was reported that the patient experienced paint at the ipg site and ineffective therapy. As such, surgical intervention may take place at a later date to address the issue.